Event description:
Pt underwent laparoscopically assisted vaginal hysterectomy. Surgeon noted burning of uterine serosa. Noted a gap in the insulation of the laparoscopic switchblade scissor tip. No injury to pt; uterus removed without incident.